Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value was over 300 mg/dl. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. Motor error alarmed during basic occlusion test due to moisture damage on motor assembly. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.